Manufacturer narrative:
Submit date: 08/29/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reported that the gauze peeled the patient's skin, which made the skin bleed and created a sore. No medical intervention was reported.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Chemistry testing to determine if gauze batches meet requirements is performed per representative sampling of gauze batches. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.